Manufacturer narrative:
D4. Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The incident information was reviewed; however, the product was not returned to abbott vascular for analysis. Return of the guide wire and other devices used may have further aided the analysis. A review of the lot history record, corrective action tracking system for the web database review and similar incident query for this product was not performed since the part and lot numbers were not reported. Factors that may contribute to the inability to advance/position the guide wire and cause resistance between the devices may include, but not limited to, device placement technique, anatomical conditions, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire or inner member, coagulation of blood, or damage to the distal shaft of the delivery device.the investigation was unable to determine a conclusive cause for the reported difficulty to advance/position and peeling. It is possible that during advancement anatomical conditions along with procedure contaminates may have caused the reported difficulty to advance/position. Additionally, it is also possible that the needles used in the procedure may not be compatible with the guide wire causing peeling or delamination or if the guide wire is not properly flushed and/or prepped to activate the hydrophilic coating, causing peeling on the gloves; however, these could not be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Event date: estimated date. PMA/510(k) #- the guide wire part number is unknown; therefore a similar PMA/510k # was assigned. Exemption number e2019001. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that difficulty advancing an unspecified balloon catheter and an unspecified stent delivery system over an unspecified bmw guide wire was felt. Additionally, it was reported that depending on the introducer/needle used in the procedure, the guide wire needs to be over flush/wet in order to activate the hydrophilic coating. If the guide is not very wet, the hydrophilic coating of the guide wire flakes into small pieces on the doctor¿s glove. The procedure was successfully completed with another unspecified guide wire. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.